Event description:
The reported event indicated that the pt draped the antenna cord under his shirt and over his skin. The antenna cord made contact with the skin and alledgedly resulted in second degree burns while the transmitter was providing stimulation.